Event description:
It was reported through clinic notes and a facesheet received on (B)(6) 2012 that the patient has a medical history of stroke, syncope, and obstructive sleep apnea.attempts for additional information on the relationship between these events and vns have been unsuccessful to date.